Manufacturer narrative:
The indications for use of the corpath grx system are: "the corpath grx system is intended for use in the remote delivery and manipulation of guidewires and rapid exchange balloon/stent catheters, and remote manipulation of guide catheters during percutaneous coronary intervention (pci) procedures." The novoste beta-cath device, while a rapid exchange catheter, is not a balloon/stent catheter and thus use of the beta-cath device with the corpath grx system is off-label. In addition, the corpath grx system is only intended for use during pci procedures, while the beta-cath system is indicated for use post-pci procedure for the treatment of in-stent restenosis. Further, the corpath grx system is designed for use with balloon/stent catheters with a poximal shaft diameter of less than or equal to 2.7 fr. The beta-cath device has a proximal shaft diameter of 3.5 fr, and is therefore incompatible with the corpath grx system.

Event description:
The physician used the corpath grx system in an attempt to drive a beta-cath system for brach therapy. The beta-cath catheter was connected through the corpath grx cassette. The radiation source from the beta-cath system was sent out and was not seen in the fluoro. The physician then attempted to retract the radiation source and it would not retract. The physician then manually removed the beta-cath catheter. Once the cover of the corpath grx cassette was opened, the radiation source returned to the beta-cath system. The beta-cath catheter was replaced and the procedure was completed manually. It was estimated by the site staff that the incident caused the physician to receive approximately 4.5 msv of radiation.